Event description:
The facility reported an infuso.r. Pump with the problem of, "bolus not working correctly." This condition occurred during delivery in the "operating room/anesthesia" department. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of an infuso.r. Pump with a malfunction of "bolus not working correctly" was not confirmed during device evaluation. Therefore, the cause was not identified and no repairs were made to correct the reported condition. Additional information: a service history review was performed, revealing the device has not been previously sent into service for the reported condition and previous servicing did not contribute to the reported condition. A device history review was performed, revealing that no exceptions were noted during the manufacturing of this device.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.